Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of DHR cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: following a cardiac catheterization, during tr band application, when air was inserted and sheath removed, the balloons did not hold air. Max air inserted was 15ml. The patient bled from the site. Lab staff held pressure above and below sheath insertion site to control bleeding. A second band was applied that worked as expected. The patient was stable, and blood loss was less than 250cc. The device was not manipulated before use in any way - pre-use or during storage. The product was stored in a cabinet in the procedure room, removed from the box.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: rn. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.